Event description:
The account obtained a discrepant result when a urine sample run as part of a pre-surgical work-up gave a moderate to strong positive result. The attending physician doubted the result and did not feel the pt was pregnant. The physician stated that when the pt had come to his office, a random urine hcg test was run for a negative result. A blood sample was taken from the pt for a serum quantitation and yielded a negative result. The pt returned to the hosp lab for a repeat urine test. A random sample was collected and was negative. The account pulled an aliquot of the initial urine, retested it and again obtained a positive result. The urine cup was labeled with the correct ID#. Add'l info received 3/5/97 indicates surgery was performed after confirming with quantitative result which was negative and second urine tests were also negative. Surgery was d&c. The pt is doing fine.

Manufacturer narrative:
Investigation results: using the testpack combo hcg: for the file kit, the returned patient sample tested positive for hcg using lot 23625m300. For the quality control kit, the returned sample tested positive for hcg using lot 21205m300. The 12 customer returned reaction discs all performed acceptably. The accounts observation is confirmed but, the accounts complaint is not confirmed because the patient sample tested positive for hcg on the assay listed above. Urine and serum panel testing results confirmed that all testpack combo hcg components were performing acceptably. Evaluation complete-final report.